Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650- / expiration date: 2018-01-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-01-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a critical battery alarm and upon battery change induced a double disconnect resulting in loss of power to the controller. The controller and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and battery were returned for evaluation. Log file analysis revealed one (1) critical battery alarm involving (B)(4) due to the battery depleting to 10% relative state of charge (rsoc). As a result, the reported critical battery alarm was confirmed. Log file analysis also revealed a controller power up event with associated motor start. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 46% rsoc and (B)(4) was connected to power port two (2) with 51% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and (B)(4) was connected to power port two (2). The controller was without power for 10 seconds. As a result, the reported double disconnect event was also confirmed. Of note, it was reported by the site that the patient disconnected both power sources from the controller during a power source exchange. The most likely root cause of the reported critical battery alarm event can be attributed to the patient allowing the battery to deplete below 10%, triggering a critical battery alarm. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller. An internal investigation was initiated to capture events involving the controller losing power. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.